Event description:
It was observed during device evaluation that the duodenovideoscope exhibited a dirty or corroded forceps elevator and pinholes on the adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the dirty or corroded forceps elevator could not be determined. However, the probable cause of pinholes on the adhesive around the objective lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.